Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running and replace battery alert. The customer¿s blood glucose was 98 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer received replaced battery test alarms with out low battery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error, power loss, and low battery. The power management tool confirmed pump error and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.